Event description:
It was reported that the patient's generator was "firing funny". The patient taped the magnet over the generator to disable device stimulation. The patient reported that that he needs to have surgery because the vns is "messing up and needs to have it repaired". It was later reported that the magnet moved and the patient woke up from a dead sleep to crouching and vomiting until the magnet could be put back in place. The patient was seen by the physician who programmed the device off and referred the patient to neurosurgery. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.